Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/27/2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and medical intervention. Patient reported that the cgm blood glucose (bg) value was 72 mg/dl, and the bg meter value was 40 mg/dl. Patient was treated by emergency medical technicians (emts) at her home. The treatment that the emts provided to patient is unknown. Patient was not taken to hospital. At the time of contact, patient is well. No additional patient or event information was provided. Data was provided for evaluation. The reported cgm inaccuracies was confirmed via data. The root cause could not be determined.